Event description:
It was reported that the patient with this implantable pacemaker and right atrial (ra) lead was undergoing transcatheter aortic valve replacement (tavr) procedure and during the procedure, it was noted that there was no active right atrial (ra) rhythm on the electrocardiogram (egm). It was discussed if the ra lead was programmed off. There was no patient symptoms reported. This device remains in service and no adverse patient effects were reported.